Event description:
Compainant alleged that the clinicians were setting up the device for possible patient (age and gender unknown) use, but they found that the device was unable to discharge when the discharge button was depressed. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.